Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional device info: lot number is undetermined. Investigation could not be completed; no conclusion could be drawn ,as no device will be returned for evaluation nor was a device lot number provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The complaint reports a patient was treated for right parasymphysis fracture and a left subcondylar fracture. The fracture on the right side was treated with 2.0 tension band on the superior border and a 2.0 locking plate on the inferior border. Post surgery a CT scan revealed that the fracture was not properly reduced. A revision was performed on (B)(6) 2014 and the original hardware was explanted. There was no report of patient harm or time delay. This reported event is for one 2.0mm ti large locking plate, lot number is unknown. This is report 3 of 11 for (B)(4).